Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) declared elective replacement indicator. Inappropriate anti-tachycardia pacing and shocks had been delivered for what appeared to be atrial driven arrhythmias. There were no adverse patient effects reported. The local area field representative was contacted for additional information. The patient had been scheduled for a routine change out procedure however had expired prior to a procedure taking place. There were no anomalies reported related to device function and the patient expiring.